Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked ¿near the seams.¿ this occurred before patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing did not reveal an edge leak; however, the bag was found to be leaking from the spike port cap. Microscopic inspection revealed that the spike port cap was not fully sealed. The cause of the spike port cap leak was found to be a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.